Manufacturer narrative:
(B)(6). The actual device has been returned and is pending evaluation. Once the device has been evaluated, a supplemental medwatch will be submitted accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery oscillator device handpiece device ran by itself after 20-25 minutes of use. It was also noted that the device failed tests for trigger, functional, trigger and electronic control unit (ecu) function, performance, oscillation frequency and mode switch test. It was noted in the service order that the device drill ran continuously. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the device functioned properly and passed all required tests. Therefore, the reported the reported condition was not confirmed. An assignable root cause was not determined. However, it was determined that the device had liquid residues and two slightly loose screws which had no impact on the functionality of the product. It was determined that these issues were due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.